Event description:
As reported, during use in pediatric patient with this pressure monitoring set, unknown amount of saline was lost from the 500 ml saline bag. It was unable to establish if the saline was infused accidentally or drawn out of the bag in theatre by a clinician. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The user reported that an unknown amount of saline was considered lost (unaccounted for) from the IV fluid bag attached to this pressure monitoring set. This event is being reported as a conservative measure only based on the possibility that there was an incorrect flow rate caused by the pressure monitoring set resulting in the missing fluid being delivered to the patient. Through the investigation there was no evidence to support that the missing fluid was delivered to the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.